Manufacturer narrative:
Visual inspection of the returned icap454 zireal® post 4.1(d) x 5(p) x 4(h) w/zireal® hexed screws by the complaint investigator has confirmed the ceramic post of the abutment has fractured. The abutment has also separated/delaminated from the titanium insert. Visual inspection and DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. A technical root cause cannot be determined.

Event description:
The doctor indicates that the abutment fractured when he was seating it in the patients mouth.